Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator shutter leaves on the 9800 system will not open or close. There was no report of patient injury.